Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had poor coupling and over the last couple of weeks she had trouble getting her implant to charge. The patient could see the coupling bars but none of them were lit up, the most she was able to get was two bars. The patient stated usually she gets all the boxes shaded and noted that she fell on (B)(6) 2016. A poor coupling screen was seen and the antenna was damaged. A replacement antenna was sent. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.